Event description:
It was reported that the pump exhibited error code 1340, related to the cassette alignment/sensor. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 1340. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the damaged internal timer data. As a result, the program was re-installed. The service history review had no indication that the complaint was related to a service of the device within the review period.